Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during the initial drain, while the hp was connected. The hp connected to the patient line prior to the patient line being properly primed. The patient line was not filled all the way to the top when the hp connected. The technical service representative (tsr) informed the hp about the meaning of the alarm. The tsr explained the proper procedures for when to connect to the hc. The tsr had the hp cycle the power in order to clear the alarm. The hp was going to start the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.